Event description:
During procedure, an endo gia stapler was introduced to the sterile field and would not fire. This device was removed from the field and a new device was used. The procedure was finished as planned and no harm came to the patient. There are no visible deformities or damage to the outside of the stapler. The device will be returned to the manufacturer for failure analysis.